Event description:
Country of complaint: (B)(6). It was reported that a patient underwent a revision surgery due to metallosis. The removed device was reported to have some wear at the head/neck junction. Reported as concomitant device is item number nj129k / sodur prosthesis head 8/10 32mm xl- lot number: 51648390.